Event description:
Subject: complaint regarding abbott libre 3 glucose monitoring sensor ¿ continuous bleeding after application description of event: I am reporting an adverse event related to the use of the abbott libre 3 continuous glucose monitoring (cgm) sensor. On (B)(6) 2024, I applied the sensor (serial number: (B)(6), expiry date: march 31, 2025) as per the provided instructions. Upon application, a continuous stream of blood began to flow from the insertion site, which is not a typical response based on my prior experience using this type of sensor. The bleeding did not stop for an extended period and required me to remove the sensor. I followed all the instructions as provided by abbott and have used similar products without such issues. This excessive bleeding raises concerns about the safety of the sensor's insertion mechanism and whether this specific device is defective. Details of the incident: product name: abbott libre 3 continuous glucose monitoring sensor serial number: (B)(6) expiry date: march 31, 2025 date of incident: (B)(6) 2024 symptoms experienced: continuous bleeding from the application site, requiring pressure to stop the bleeding and eventual sensor removal. Medical interventions: none at this time, although I considered seeking medical attention. Action taken: I had to remove the sensor due to the excessive bleeding. No significant injury was sustained, but the continuous bleeding caused discomfort and concern regarding the safety of this product. Outcome: I am reporting this issue to ensure it is investigated, as such incidents can lead to more serious complications for other users. I also hope to understand whether this is a known issue with the abbott libre 3 sensor or a potential defect in the specific product I used. Contact information: name: (B)(6). Thank you for investigating this matter. I trust that appropriate action will be taken to ensure the safety and quality of this product for future users. Sincerely, (B)(6).